Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter were worn on opposite sides of the body. The customer indicated that the transmitter and pump would be moved to the same side of the body and declined additional assistance from tandem technical support.